Event description:
Boston scientific received information that this patient presented to the emergency room after receiving multiple bursts of anti-tachycardia pacing (atp) and six shocks for sinus tachycardia which exhausted therapy in the vt zone. The patient was exercising at the time therapy was delivered. The device operated as programmed. The device settings were reprogrammed for optimization. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.